Event description:
Facility technician reported this baxter meridian device cultured for corynebacterium and pseudomonas during routine culture of device. There was no pt injury, no medical intervention, no pt exhibited any adverse signs or symptoms and no reports of pts being sick on this device.